Manufacturer narrative:
(B)(4). Insulin pump powered up properly after battery installation. Insulin pump passed displacement test, sleep current measurement and active current measurement. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not accepted new batteries. Blood glucose was 5.9 mmol/l. Insulin pump did not turn on. The insulin pump will be returned for analysis.